Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended, and a manufacturer representative was unable to replicate the reported issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that while navigating, the main cart monitor powered off and the camera cart stated, ¿localizer not connected¿. It was confirmed the main cart power button was not illuminated and was still connected to the wall power. The system was shutdown from the camera cart and rebooted. The main cart successfully powered on, however, after logging into the clinical application and selecting images, the main cart again powered off and the camera cart said localizer not connected. It was confirmed the camera lights were not illuminated. The use of navigation was aborted. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.